Event description:
The customer alleged that during the use of the trusystem 7500 surgical table, as a caregiver was lowering the table, a loud bang was heard, and the table "seemed to drop." The customer confirmed that no injury occurred with this event, no further attempts were made to reposition the bed, and the patient was removed. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
During device inspection a broken spindle for the main lift was identified which caused the initial allegation. The spindle was replaced and the device is working as intended. The defect spindle was investigated further by the legal manufacturer and the supplier. A concrete root cause for the defect could not be determined. Based on this, no further action is required.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer alleged that during the use of the trusystem 7500 surgical table, as a caregiver was lowering the table, a loud bang was heard, and the table "seemed to drop." The customer confirmed that no injury occurred with this event, no further attempts were made to reposition the bed, and the patient was removed. This report was filed in our complaint handling system as complaint #: (B)(4).